Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted as two events on 9/26/2024, upon further review it was found the first event was already captured under medwatch report 3006260740-2024-06198. This report will only address the second event on 9/26/2024.

Event description:
It was reported leaking PICC with an opening/slit at 7.5 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that 4 fr leaking PICC with an opening/slit at 7.5 cm. It was reported that 4 fr leaking PICC with an opening/slit at 7.5 cm. We discovered two broken PICC's in one day ((B)(6)) and we replaced it with another 4 fr ((B)(6)). She now has another device. This file represents the 2 events that occurred on (B)(6)."